Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the u.s. Stating that the device would not secure the drill bit. It is known that this event did occur during surgery; however, there was no patient/user injury or medical intervention. No additional information is available.